Event description:
This MDR is for test strip lot number 29779012. Refer to the MDR with patient identifier (B)(6) for the report on 32264411 strip lot. The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018 at 8:39 am, the customer tested the patient by fingerstick on the meter using strip lot 29779012 and the result was >8.0 inr. At 10:03 am, the patient had a lab test and the result was 4.5 inr. On (B)(6) 2018 at 8:34 am, the customer tested the patient by fingerstick on the meter using strip lot 32264411 and the result was >8.0 inr. At 9:19 am, the patient had a lab test and the result was 5.0 inr. The patient has a therapeutic range of 2.0-3.0 inr. The patient is anemic but their hematocrit is within the acceptable range for the test. Patient has no antiphospholipid antibodies, no anticoagulants other than warfarin and is currently in stable condition. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field recall - correction/removal report no.